Manufacturer narrative:
One 4.5mm healicoil pk sa anchor system was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. The inserter tip has broken off at the weldment. The shaft at the break area is dramatically splayed/distorted. Examination of the weld of each component was found to have adequate penetration. The condition of the device indicates it was subjected to excessive force during use. Per the device instructions for use under precautions: use of excessive force during insertion can cause failure of the suture anchor or insertion device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, the healicoil broke inside the patient, broken pieces were removed using graspers. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.